Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Event description:
It was reported the patient's system was autoreducing one day after implant. As a result, the patient underwent surgical intervention on (B)(6) 2020. It was noted during the revision that the patient's competitor lead was not screwed in all the way in after the patient tugged on the lead and it came out. The physician reconnected the leads properly and the issue was resolved. Nothing was explanted during the procedure.

Manufacturer narrative:
Correction.